Manufacturer narrative:
Attempts have been made to obtain further information surrounding the event however, all attempts have been unsuccessful. There was no more information beyond what was received on the complaint report. The information on the reported complaint is not adequate, therefore, no investigation has been possible. As a result, it is not possible to determine, or confirm, the root cause for the reported event.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage sub-test during the performed pre-use checks tests. There was no patient involvement reported. (B)(4).